Manufacturer narrative:
Claim #(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. In a separate visit the lens was explanted and replaced with a shorter length lens. Enlargement of incision was reported. The problem was resolved. Cause of the event was reported as unknown.